Event description:
It was determined that the sys 9800's wig wag brake was not staying locked. Also, the collimator and camera were out of alignment. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The wig wag brake was replaced and the collimator and camera were calibrated. The system was tested and found to be working as intended and placed back into service.